Event description:
Note: date of event is unk. It was reported to boston scientific corporation that during a ureteroscopy procedure using a semi rigid ureteroscope and a sensor .038 dual-flex str, when they remove the scope from the sensor wire or the sensor wire from the scope, the blue teflon coating on the sensor wire strips off. The physician stated that there were no adverse effects to any of the pt's in which the event was noticed. The particles were removed from the pt by irrigation which is a standard part of the ureteroscopy procedure. He stated that the particles were minute in size. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR and exp dates are unk. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for a product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.